Event description:
It is reported that the liner would not seat into the cup. A different liner and cup were implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.